Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator requesting an operation check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site performing an operation check and determined the pads cable was loose. The fse replugged in the pads cable resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.